Manufacturer narrative:
This issue was previously reported under MDR number 3016438761-2021-00347-01 under a different suspect device. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house testing of architect total b-hcg reagent lot 22493ui03. A review of complaints determined that there are no trends for the product for the complaint issue. However, lot 22493ui03 review determined complaint activity was increased for this complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 22493ui03 was evaluated using worldwide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 22493ui03 is within the established control limits. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot 22493ui03.

Event description:
The customer observed false positive architect total b-hcg results on multiple patients. The results provided were: on (B)(6) 2021 (B)(6) yr old female; initial=89.75 miu/ml (> or =25.00 miu/ml=positive) /repeated=< 1.20 miu/ml (< or =5.00 miu/ml=negative) /repeated on another architect isr63149=< 1.20 miu/ml on (B)(6) 2021 initial=28.75 miu/ml /repeated=<1.20 miu/ml laboratory reference range for b-hcg=< 5.00 miu/ml there was no reported impact to patient management.